Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels (300mg/dl). The customer would change the supplies on the pump every day and tried two different infusion sets. However, the high bg continued. A correction bolus via the pump and an insulin injection were used to address the bg level. The customer did not know what caused the high bg and that another type of infusion set was going to be used. Tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.